Event description:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor assembly. This report is being made based on evaluation results.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged, and the force sensor was found to be out of calibration.